Event description:
It was reported that during the procedure, the device displayed error 253 and 273. The device was rebooted but the errors were still present and the ring around the fiber connector turned orange. The procedure was cancelled with the patient under general anesthesia. No patient complications were reported. This report is being submitted due to the procedure cancelled/rescheduled with the patient under general anesthesia.

Manufacturer narrative:
The console was checked by a boston scientific field service engineer (fse) at the medical center. It was noticed that two optic mirrors were burnt. The optics and four laser sources were replaced. Near and far alignment of the laser sources was performed, and the optics were cleaned. The device was tested and was working as expected. The four bricks were received at our quality assurance laboratory, and the visual inspection concluded that they were in overall good physical condition: ends were intact with all screws in place, there was no leakage along the end cap seams, the bodies were clean, and the light shined through the rod. Even though the visual inspection states that the component was in good condition, after the fse changed the bricks, the issue was resolved, and the unit was within specification. It is likely that the bricks and the optic mirrors were defective and affecting the device performance which led to the event experienced by the customer, therefore, the reported allegation is confirmed.

Event description:
It was reported that during the procedure, the device displayed error 253 and 273. The device was rebooted but the errors were still present and the ring around the fiber connector turned orange. The procedure was cancelled with the patient under general anesthesia. No patient complications were reported. This report is being submitted due to the procedure cancelled/rescheduled with the patient under general anesthesia.